Manufacturer narrative:
(B)(4).

Event description:
It was reported that non sustained oversensing was observed via a merlin.net transmission. Upon review of transmission it was noted that a possible ventricular tachycardia had been undersensed. The patient was reported to be asymptomatic at the time. Programming changes were recommended.